Manufacturer narrative:
(B)(4). Concomitant medical products: item# 11-163678 28mm m2a hi carbon hd std nk lot# 993010, item# 15-105011 m2a tpr hi carbon 37/28mm lnr lot# 981570. Foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08588.

Event description:
It was reported that patient underwent total hip arthroplasty approximately 7 years ago. MRI performed 3 years post op showed cysts lesion located on inguinal part. Subsequently, patient was revised 7 years post implantation. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.